Event description:
It was reported that a visi pro 035 stent was used during an attempted renal vessel procedure involving the left proximal region. Target lesion was calcified with moderate calcification and a vessel diameter of 5 mm. The vessel was pre-dilated using a 5 mm evercross device, and no embolic protection was used. A non-medtronic sheath and a non-medtronic guidewire were used. Moderate resistance was encountered when advancing the device, and the stent was reported to have detached from the balloon. The stent was not safely removed from the patient and migrated/dislodged to the iliac stent area, where it had to be ballooned after it dislodged from the snare. The procedure was aborted. No health consequences or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.